Event description:
It was reported that after use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was a defective locking mechanisms after using needle. Material no. 364953, batch no. 8318895. It was reported customer was experiencing defective locking mechanisms after using needle. Email received, - "while capping green needle after venipuncture, the plastic tip broke off exposing the needle - lot#8318895, exp 2021-11-30, green needle with pre-attached holder. This incident occurred april 11, but two other las at the same site have also had the same thing occur."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated, and the tip of the safety shield was observed to be broken. Additionally, the samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the photos, the customer¿s indicated failure mode for safety shield breakage with the incident lot was observed. Based on evaluation of the samples, the customer¿s indicated failure mode for safety shield breakage with the incident lot was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was a defective locking mechanisms after using needle. Material no. 364953, batch no. 8318895. It was reported customer was experiencing defective locking mechanisms after using needle. Email received, - "while capping green needle after venipuncture, the plastic tip broke off exposing the needle - lot#8318895, exp 2021-11-30, green needle with pre-attached holder. This incident occurred (B)(6), but two other las at the same site have also had the same thing occur."